Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG bias error. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an ECG bias error. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, the reported issue could not be duplicated. There was no fault found with the processor pca. Following the conclusion of the onsite investigation, it was reported that this was a malfunction of the processor pca. The processor pca was replaced and the device remained at the customer site. Upon further analysis of the returned component, it was clarified by the failure analysis lab that there were no faults found with the processor pca. As no fault was found with the processor pca, the cause for the originally reported failure cannot be determined. No further evaluation is required at this time.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.